Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries, other injuries [injury]. Diagnosed with neuropathy [neuropathy peripheral]. Excess zinc [hyperzincaemia]. Case description: an attorney reported that their adult male client, now (B)(6) used fixodent denture adhesive, form/version unknown, unspecified total daily use on dentures that he had received approximately 24 years ago, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, other injuries that have left him unable to perform his normal, customary and daily activities, and was diagnosed with neuropathy attributed to excess zinc. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.